Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered the lead safety switch (lss) to change the polarity to unipolar. The ra lead impedance measurements have been exhibiting large changes in values. Oversensing of noise on the ra channel was also observed. The noise was not able to be reproduced during the in-office visit. The clinic opted to program the minute ventilation and lss features off in the pacemaker. The ra lead and pacemaker remain in service and no adverse patient effects were reported.